Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that after 4 months this right atrial lead dislodged and was explanted. Another ra lead was successfully implanted. No adverse patient effects were reported.